Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 496525 implantable pacing lead, implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that following a device changeout, the patient complained of abdominal stimulation when the device paced. It was determined that the right ventricular (rv) lead was fractured and was feeling the chronic lead impedance trend measurement that was taken every 3 hours. The diagnostic was turned off. The rv lead currently remains in use, however the patient is scheduled for a complete system removal with a new system to be placed sub-pectoral. No patient complications have been reported as a result of this event.